Event description:
Same case as 6000089-2006-00867 21 months after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr). Lesion 1 was a 3.7mm, 90% stenosed, 15mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilation and successful placement of a taxus express2 8.8% 3.50x20mm drug eluting stent in the target lesion. Lesion 2 was a 3.5mm, 75% stenosed, 10mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with direct stent placement of a taxus express2 3.50x16mm drug eluting stent in the target lesion. There were no reported complications. The paient was discharged 3 days later on plavix and aspirin. 21 months after the initial procedure the patient required a tvr by undergoing coronary artery bypass grafting (CABG) surgery. The result of diagnostic cath 4 days before the tvr showed multivessel coronary artery disease and mildly depressed right and left ventricular function. CABG was recommended and performed. Postoperative course went well and pt was discharged 7 days later.